Event description:
Customer reported that meter had no power while using the advantage system. Acc was unable to trouble shoot due to no power. Ci investigation revealed missing segments in the hundreds digit (all segments are missing in this digit) and in the tens digit (segments 1, 2, 7, 5). Ci also found the code icon missing. Ci also observed that one of the battery contacts has been replaced and re-welded and that there is a separation of the meter body on the battery compartment side of the metter. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.